Event description:
Analysis of the generator was completed. No anomalies were noted and the generator performed per specifications. All attempts for additional information from the reporter about the infection have been unsuccessful to date.

Event description:
Reporter indicated the infection was at the generator site, and the cause of the infection is unknown. The infection started as a "bubbly rash". Cultures were done which grew out (B)(6). The patient had no trauma and did not manipulate the vns. The patient received levaquin antibiotics and is recovering well from the infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a patient had the vns lead and generator explanted on (B)(6) 2013 due to infection. The explanted lead and generator have been returned. Analysis of the lead did not identify any anomalies other than typical explant-related observations. Analysis of the generator is pending. Attempts for additional information are in progress.